Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they experienced a low blood glucose of 50 mg/dl at the time of the incident. The customer's other blood glucose was 200 mg/dl. The customer treated with food. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was most likely not using auto mode during the event. Troubleshooting was not completed as the customer declined. The customer also mentioned issues with sensor updating and change sensor alerts. The insulin pump will not be returned for analysis.